Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol rotated off axis. The physician had to go back and rotate the iol. At one week postoperative the patient looks fantastic. The patient does wish her near was a little closer. Additional information was requested.